Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via social media that post-aquablation therapy, a patient experienced ejaculatory dysfunction. It is unknown what type of action was taken to address the issue. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The investigation of this event consisted of a review of the instructions for use (IFU). No other information was made available to procept on this event. A review of the device history record (DHR) is unable to be conducted as the serial number of the aquabeam robotic system is unknown. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: sexual dysfunction, including ejaculatory and erectile dysfunction a root cause for the reported event could not be determined. The aquabeam robotic system's instructions for use list ejaculatory dysfunction as potential risks of aquablation therapy. Based on the information, plus a review of the IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.